Event description:
Reportedly, on (B)(6) 2024, during a replacement of pacemaker, an attempt to connect a right ventricular lead to the subject eno dr but the lead pulled out each time even if the setscrew was tightened with a torque wrench several times. The physician confirmed by x-ray that the lead was not completely inserted into the connector, so the lead was inserted again after loosing the setscrew with the torque wrench (6-10 anti-clockwise turns) and the lead was finally inserted completely. There was no abnormarlities of the atrial connector.

Manufacturer narrative:
The conclusions are as follows: the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. The ventricular setscrew was found completely screwed. It was probably screwed before the lead was fully inserted and was not unscrewed before the ventricular lead was removed. This could have led to a misconnection and could explain the issue described in the complaint. In addition, the ventricular silicone cap was found damaged, and a piece was retrieved in the ventricular setscrew cavity which could be an obstacle for a correct contact between the screwdriver and the ventricular setscrew. No tightening marks on the ventricular setscrew tip were noted, confirminf an incorrect/incomplete lead. It should be noted that upon insertion of the is-1 lead pin, it is important to verify the is-1 lead pin protrudes beyond the connector port prior any screwing operation as to assure an appropriate pacemaker-lead connection. Based on the available information, no issue is suspected on the subject pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2024, during a replacement of pacemaker, an attempt to connect a right ventricular lead to the subject eno dr but the lead pulled out each time even if the setscrew was tightened with a torque wrench several times. The physician confirmed by x-ray that the lead was not completely inserted into the connector, so the lead was inserted again after loosing the setscrew with the torque wrench (6-10 anti-clockwise turns) and the lead was finally inserted completely. There was no abnormalities of the atrial connector.